Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and was noted to be unresponsive. The customer's blood glucose level was "high", however an exact value was not provided. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.